Event description:
Information received from the field notes that the patient was admitted to the emergency room with chest pain and was in sinu s rhythm with ventricular paced events at a rate of 75 ppm.